Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No motor error alarm, displacement anomalies or unexpected motor stopping anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient experienced multiple motor error alarms. The reported blood glucose was 12.2 mmol/l. Troubleshooting was performed, and the drive support cap was not damaged. It was stated that the unit was exposed to x-ray and CT scans as well. Conducted the displacement test, and the unit did not pass the test. It was stated that the motor would start priming, then stop. Advised that the insulin pump would be replaced. Nothing further was reported.